Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was intermittently not powering on. The cause for the failure was isolated to a damaged j1 battery connector. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor would not power on.